Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10 (updated repair information). A getinge field service engineer (fse) evaluated the iabp and detected electrical failure #50, the unit turned on, however the compressor did not start. To address the issue the fse replaced the motor control board. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp and detected electrical failure #50. To address the issue the fse replaced the motor control board. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted when the investigation is completed.

Event description:
It was reported prior to use the cs300 intra-aortic balloon pump (iabp) did not turn on. There was no patient involvement and no adverse event was reported.